Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) conducted an evaluation of one stapler and two additional single use loading units (sulus), all opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the clinically applied device. Visual inspection of the instrument noted no abnormalities. The visual inspection of the cartridges noted that two were fully fired and one single use loading unit was partially applied. On the partially fired sulu, the staple pushers were deployed at the proximal end; the staples were not deployed at the distal end. The staple pushers were deployed on the entire cartridge for the two fully fired sulus. The staples on the distal end of the partially fired sulu were still in the pockets and improperly formed. The partially fired sulu displayed knife blade damage through microscopic inspection. Functionally, the sulus were reset and reloaded into the instrument. The sulu and instrument were cycled with acceptable results; the knife cut completely and cleanly. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Replication of the knife blade damage and malformed staples may occur if the loading unit and knife blade were applied over an obstruction during clinical application. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter: issue occurred during a hemicolectomy procedure. When the device was fired, the surgeon felt like it was hard to push through the firing sequence. Like the blade was dull. Nothing was done to correct the issue, the staple in held. No patient injury or ill-effects. No reinforcement material was used in conjunction. The current patient status is reported as recovering.